Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices) the reporter indicated that a 12.6mm vticm5 2.6 implantable collamer lens of -10.50/2.0/110 (sphere/cylinder/axis) was implanted into the right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault. The replacement lens resolved the problem. D6a-(B)(6) 2024. D6b- (B)(6) 2024. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 2.6 implantable collamer lens of -10.50/2.0/110 (sphere/cylinder/axis) was implanted into the right eye (od) on (B)(6) 2024. Blurred vision and refractive surprise was reported. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 12.6mm vticm5 2.6 implantable collamer lens of -10.50/2.0/110 (sphere/cylinder/axis) was implanted into the right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault with lens rotation, blurred vison and refractive surprise. The replacement lens resolved the problem. Claim (B)(4).